Event description:
It was reported that while using the kit grp a strep 30 test veritor there were an unspecified amount of false negatives. The following information was provided by the initial reporter: customer problem: false negatives across multiple lots. What type of reference method was used to confirm the result (pcr, viral culture, etc.)? Bacterial culture.

Manufacturer narrative:
The following fields have been updated with corrected and/or additional information. D.4. Medical device lot #: 3069212. D.4. Medical device expiration date: 10/23/2025. H.4. Device manufacture date: 03/10/2023.

Manufacturer narrative:
The following fields were updated due to additional information: h.3 device eval by manufacturer? Yes. D9: device available for evaluation: yes. D9: returned to manufacturer on: 28-jul-2023. Investigation summary this statement is to summarize the investigation results regarding a complaint that alleges false negative results when using kit grp a strep 30 test veritor (material # 256040), batch numbers 3069212. It was reported by the customer that the symptomatic patients tested negative for strep a in the office, but the culture test came back positive. During trouble shooting, the customer confirmed that they followed the correct workflow. Bd quality performs a systematic approach to investigate all false negative complaints. This approach involves review of manufacturing batch history records, testing of retention samples, and testing of customer returned samples, if applicable. Batch history record (bhr) review and retain sample testing were performed on the batch number provided. The results were acceptable, and no relevant issues were identified. Returned devices were tested and the assay had typical intended results. No issues were identified during testing. Currently no adverse trend for false negative was identified. This complaint was unable to be confirmed. The root cause could not be identified. Bd quality will continue to closely monitor for trends.

Event description:
It was reported that while using the kit grp a strep 30 test veritor there were an unspecified amount of false negatives. The following information was provided by the initial reporter: customer problem: false negatives across multiple lots. What type of reference method was used to confirm the result (pcr, viral culture, etc.)? Bacterial culture.

Manufacturer narrative:
D.4. Expiration date: this date is unknown. E.7. Initial reporter addr 1: (B)(6). H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. H.4. Device manufacture date: this date is unknown.

Event description:
It was reported that while using the kit grp a strep 30 test veritor there were an unspecified amount of false negatives. The following information was provided by the initial reporter: customer problem: false negatives across multiple lots what type of reference method was used to confirm the result (pcr, viral culture, etc.)? Bacterial culture